Event description:
Customer reported a high blood glucose level, though the specific value was unknown and displayed as "high." There was no adverse impact to the customer's blood glucose level. For resolution, customer took corrective actions by administering a correction bolus via the pump and received assistance from technical support to update personal profile settings, particularly the carb ratio. Replacement supplies were sent, and customer proceeded with a system check as advised.